Event description:
On (B)(6) 2023, a patient (pt) experienced burning and felt like something was in the eye after inserting a new acuvue® oasys® brand contact lens (cl). The pt noticed "little black floaties" in the blister package, then proceeded to insert the lens into the od. The pt visited an eye care professional (ecp) six hours later (date not provided) and was diagnosed with a right eye (od) corneal ulcer. The pt was prescribed antibiotic drops (name and dosage not provided) to use every hour the first day and every 2 hours "after that." The pt was seen for a follow-up yesterday, prescribed a steroid drop (name and dosage not provided) to use every 4 hours, and advised to decrease the antibiotic drop to twice daily (bid). The pt has a follow-up visit scheduled for next friday afternoon. The pt is currently not wearing cls and stated the od is "much better and after the first day of starting the drops the pain was much better and vision was affected but getting better." The pt reported daily cl wear with a two-week replacement schedule. On 08 aug, 2023, a representative at the pt's treating ecp provided additional information. The pt was diagnosed with an od central corneal ulcer on (B)(6) 2023 and prescribed vigamox hourly for the first day, then every 2 hours until next visit. The size of the ulcer is unknown. The pt returned for follow-up visit on (B)(6) 2023 with od va noted as 20/25. The pt was prescribed prednisolone qid and instructed to decrease vigamox to bid until the follow-up visit on friday. On 15 aug, 2023, a representative at the treating ecp provided additional information. The pt was seen for follow-up on (B)(6) 2023 and instructed to discontinue prednisolone. The pt was no longer on vigamox. The pt was allowed to resume cl wear and instructed to use clear care cl solution. The pt has a sub-epithelial scar in the superior nasal area with no noted impact on visual acuity. No additional information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l005p2t was produced under normal conditions. One lens case containing two lenses was received and evaluated for lot number l005p2t. Magnified visual inspection revealed no abnormalities and no foreign matter was observed. If any further relevant information is received, a supplemental report will be filed.